Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was prescribed and taking an antibiotic for a fungal infection. A follow up call was made to the patient's peritoneal dialysis registered nurse (pdrn). The patient was tested on (B)(6) 2015 and diagnosed with peritonitis due to fungal infection where candida grew. Another test was performed on (B)(6) 2015 and found to grow aureobasidium pullulans. The pdrn stated the patient's record indicated eosinophils were high but could not provide lab results. The pdrn confirmed fungal infection was due to touch contamination. It was reported the peritonitis was not an opportunistic growth but something the patient may have picked up while travelling and not practicing proper technique.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.